Event description:
It was reported from the special care nursery that there was a primary glucose over infusion during use on an infant patient. The device was programmed to infuse hyper-alimentation/d10 rophamine protein with a volume of 166.8ml at a rate of 4.5ml/hour for the duration of 24 hours. The patient's blood glucose increased to 204mg/dl. The medication rate was decreased and the patient's blood glucose level was rechecked to find that it had decreased to the 30's. A bolus was given and the patient's blood glucose level returned to normal.

Manufacturer narrative:
Updated d11: (2)pri tubing;8015; 8100; 8110; syr_tube; td (B)(6) 2020 2114 & b3. Although the customer¿s complaint of over infusion was not reproduced, the complaint of over infusion was believed to be due to a backed out pivot latch screw causing in improper door function. The proximate cause of the complaint of over infusion was believed to be due to a backed out pivot latch screw resulting in incomplete closure of the door allowing for unintended flow. The root cause of the pivot latch screw backing out was not identified, however it was noted to be a 3rd party non-supported part. Log analysis results: the customer reported an event date of (B)(6) 2020 at 9:14 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (09/08/2011). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/09/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one (1) production failure record (200135998) was opened for the source device for failing rate calibration.

Event description:
It was reported from the special care nursery that there was a primary glucose over infusion during use on an infant patient. The device was programmed to infuse hyper-alimentation/d10 rophamine protein with a volume of 166.8ml at a rate of 4.5ml/hour for the duration of 24 hours. The patient's blood glucose increased to 204mg/dl. The medication rate was decreased and the patient's blood glucose level was rechecked to find that it had decreased to the 30's. A bolus was given and the patient's blood glucose level returned to normal.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Suspect instrument UDI did not populate in trackwise and is unavailable in sap.

Event description:
It was reported that there was a glucose over infusion during use on an infant patient. There was unspecified harm to the patient.